Event description:
Info received indicates the foot end casters continue to swivel when the brake is set but the caster wheels do not roll.

Manufacturer narrative:
The tech replaced the casters to repair the bed.